Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella 5.5 was inserted via a graft in the right axillary artery site in a 65-year-old female patient with acute decompensated cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. Post procedure the patient had hematoma that develop at the axillary cutdown site overnight. Manual pressure was held, the CT surgery came to evaluate at bedside however, no further intervention was needed as the hematoma had stabilized after pressure was applied. While the patient remains on support the pump is functioning within expected flow range for p-7 3.8 - 4.1l/min.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: added explant date. D6a: corrected implant date. B3: corrected event date.

Manufacturer narrative:
B3 date of the event was erroneously entered on the initial manufacturer device report.e4 was inadvertently omitted on the initial manufacturer device report.